Event description:
It was reported that a user paired a new dexcom g6 with an ilet system and observed a blood glucose value rising to 401 mg/dl during sensor warmup, after which the ilet delivered correctional insulin and the glucose decreased to 333 mg/dl, later reaching 82 mg/dl. Symptoms included hyperglycemia, headache, and nausea. Outcomes included no hospitalization, no medical or surgical intervention, and no long-term impairment. Investigation included a review of device operation and user-reported data. Investigation of this case revealed that the ilet was delivering correctional insulin and the event resolved without further intervention. It was concluded that the event was consistent with hyperglycemia of unclear cause with subsequent resolution. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.